Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed there was slight lateral movement in the lock, and the floating ratchet will need to be readjusted to remove any movement in the lock. However, when properly positioned and put under pressure, the clamp would not move; the unit was put under pressure and when the pressure was released, it unlocked and move freely. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is not confirmed. No issues were observed, and the unit passed all specific functional testing. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) was stuck and the plunger would not release when releasing from the patient. No patient injury was reported. Additional information has been requested.